Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to dislodgement, which was confirmed under fluoroscopy and accompanied by a lack of sensing and capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, failure to sense and failure to capture. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to dislodgement, which was confirmed under fluoroscopy and accompanied by a lack of sensing and capture.